Event description:
Customer reports receiving an inaccurate reading in blood glucose test. Customer rec'd a reading of 400 mg/dl compared to a laboratory result of 150 mg/dl obtained within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to the clinically significant. There was no report of death, serious injury or mistreatment associated with this event.